Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's mother initially called to report that the customer had a high blood glucose reading of 600 mg/dl, and she was being sent home from school. The customer was called at home to perform troubleshooting and found that the customer had been hospitalized for high blood glucose a few months back. No blood glucose reading was reported for the event. The customer stated that the cannula was bent when it was removed. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the tubing clamp was not available to perform the high pressure test. The customer also stated that the bolus wizard feature doesn't always give the correct insulin suggestions. The mother later called and asked for the insulin pump to be replaced.